Event description:
It was reported that the patient went to the emergency room (ER) after receiving an inappropriate shock from the implantable cardioverter defibrillator (ICD). It was noted the episode started with ventricular to atrial (v-a) conduction, with some irregular ventricular interval noted at times. Episode also appears to be driven by atrium, with steady atrial rate at 260 ms suggesting atrial flutter with variable blocks. Multiple sequences of anti-tachycardia pacing (atp) were delivered but unsuccessful. Patient then received 5j shock and was converted back to sinus rhythm. Episode does not appear to be ventricular tachycardia (vt), morphology matches patient's atrial fibrillation (af) morphology. The ICD was reprogrammed and remains in use. The patient is enrolled in the (B)(6). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).